Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The cse performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that a 980 ventilator was inoperative. The ventilator was not in use on a patient at the time the malfunction occurred.